Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the lead thresholds were unstable. It was suspected the lead was damaged while advancing it through the sheath. The lead was not implanted. No patient complications have been reported as a result of this event.